Event description:
It was reported the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to an unspecified reason. The existing ipp was explanted and replaced with a spectra penile prosthesis (spp). It is unknown if the explanted ipp is being returned. A supplemental report will be filed should additional information received or the device returned for analysis.